Manufacturer narrative:
Product analysis result: visual functional visually confirmed approximately 3 mm of the instrument tip has been broken off. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Inspection of material hardness confirms conformance to print specifications. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an unspecified spinal surgery for the removal of implanted screw. Intra-op, while removing the screw, the tip of the driver broke. The doctor said that there was nothing left in the patient's body. No patient complications were reported as a result of this event.